Manufacturer narrative:
(B)(6). Partial lot number provided is: 79?0345. Original implant date: (B)(6) 2015. This is the anticipated date of revision surgery that's scheduled. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in (B)(6) 2015 a patient underwent an initial open reduction internal fixation (orif) procedure. At a later unknown date the patient began to experience pain. X-rays were taken as a result and it was discovered that the helical blade had collapsed and began to stick out a little more that it should. A revision surgery has been scheduled for (B)(6) 2016, where a shorter lag screw will be implanted. The reporter confirmed that x-rays will not be made available and the part will not be returned for evaluation. No further additional information could be obtained. This complaint involves one device. This complaint involves one device this report is 1 of 1 for (B)(4).